Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, customer's blood glucose level displayed "high". Customer administered manual injection to resolve elevated glucose, loaded a new cartridge, and continued using current pump for insulin therapy.